Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient presented to the clinic for a routine follow up. Upon examination of the implantable cardioverter defibrillator (ICD), an alert was noted for oversensing due to right ventricular lead noise. The noise was not reproducible when having the patient perform isometric exercises. Programming changes were recommended for sensitivity of the right ventricular lead. The patient¿s condition was stable throughout the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).